Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.6cm abdominal aortic aneurysm and aptus endoanchors were implanted as a prophylactic prevention of neck aortic dilation. The aortic diameter was 2.5cm at 0.1cm, 2.2cm at 1cm and 1.5cm at 2cm below the lowest renal artery. The neck length was determined to be 1.5cm with 45 degree proximal aortic neck angulation. It was reported approximately 4 years post the index procedure that the patient had a possible endoleak. The patient experienced abdominal pain. The investigator assessed that it was related to the abdominal aortic aneurysm. No clinical sequelae were reported and will be monitored by the physician.